Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
During pacing location determination, screw was manipulated several times. After that tissue was found in lead lumen. Dr tried to remove that, at the time, screw was stretched, and could not be in a house. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.